Event description:
Anecdotal info regarding possible back flow events were reported to the cfn cpc nurse during a site visit for another customer. An intern who previously worked at ucsd reported to the cfn cpc nurse they heard there were back flow complaints at ucsd. There was no report of pt harm or medical intervention. Although requested, no further pt/event info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. No product will be received for investigation. The root cause was not determined.